Event description:
During an unknown procedure, first two staples delivered and after re-jammed. There was no consequence to the pt.

Manufacturer narrative:
D5:h4:d6-information unavailable.h6: code 100(other): the assembly was received with an insufficient cartridge tube crimp, which was due to an assembly error.based upon the inquiry information received and the visual examination, it was concluded that the reported instrument's "first two staples delivered and after re-jammed" during surgery may have been due to the cartridge tube crimp which had yielded. The instrument was received with a yielded cartridge tube crimp and no functional testing could be performed. The instrument was disassembled and the tube crimp was observed to be insufficient, which was due to an assembly error. There were 14 staples remaining in the cartridge. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences.